Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2 reference MFR. Report#: 1627487-2021-01522.

Manufacturer narrative:
Date of event is estimated.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2021-01522. It was reported the patient was diagnosed with an infection. In turn, the patient's scs system was explanted. The patient was administered antibiotics intravenously and orally. The infection resolved over time.